Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The system software and configuration files were also evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and appeared to continue to expose. No patient serious injury or death was reported related to this event.